Event description:
Consumer claims hot/cold pack leaked gel onto her husbands hand resulting in a burn. She has owned and used this product for 2 years without incident. Consumer did seek medical attention for injury and is doing well now.